Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and physical damage was identified on the power entry module. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons did not illuminate and the front panel touch screen remained blank. A known good power entry module was installed and the display became fully operational. A post-accelerated stress test (ast) was performed and completed without alarms or failures. The cycler underwent and passed a valve actuation test, a system air leak test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Fluid was also found in the pneumatic vacuum lines. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 05/09/2019. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The caretaker of a peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak was discovered during ¿treatment complete - step 9¿, when the cassette was removed from the liberty select cycler. The caretaker reported that the fluid was leaking from the cassette door. They stated the patient was connected during the incident. There were unknown alarms and/or warnings that occurred prior to discovery of the fluid leak. The ts representative advised the caretaker to discontinue use of the cycler and a replacement cycler was ordered for the patient. Multiple attempts were made to obtain additional information from the caretaker with no success. Additional event details were obtained through email follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn spoke with the caretaker and was aware of the reported event. The pdrn was told that the fluid leak was ¿dripping from the cassette¿ onto the floor. It was unknown what caused the leak. No additional information was provided on the unknown alarms that occurred. The pdrn stated the patient ¿was not connected to the cycler at the time of the leak¿. The pdrn did not report the cycler phase in which the leak was identified. The pdrn stated the patient did not complete their treatment. The patient did not experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their replacement cycler is continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was reportedly discarded and a lot number for the device could not be provided.